Event description:
Complainant alleged that during biomed testing, the device was unable to adjust the pacer current. Complainant indicated that there was no pt involvement in the reported malfunction.